Manufacturer narrative:
A picture was returned showing the 4-way stopcock w/microclave that was part of the extension set and the added 4-way stopcock and microclave. There apears to be a silicone stick down on the microclave that was part of the extension. The complaint not being able to administer medication through the microclave can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number was/were identified.

Event description:
The event involved a 131 cm (52") appx 8.7 ml, ext set, 4-way stopcock w/microclave®, clamp, rotating luer where it was reported the doctor was not able to administer medication through the microclave that is attached to the ext set (4-way tab) microclave ext set. They were using a leur lock plastic syringe to administer medication when this happened, and the medication would not go through the microclave that was on the 4-way tap. They then had to add another 4 way tap to the end of the ext. Set and add a microclave blue, that 4-way tap worked for the doctor, and medication was able to be administered. Medication used was anesthetics & theatre. No serious injury/death, no blood loss, no unprotected chemo exposure, no adverse operator consequences, no med/surg intervention was required. The device was changed out/replaced with no further problems encountered. There was patient involvement, however, no patient harm noted.